Event description:
A caller reported that the pump battery would not charge. There was no reported impact to the customer¿s blood glucose level. The customer resolved the issue by changing the charging cables and declined further troubleshooting assistance, with no additional actions taken.